Manufacturer narrative:
Investigation is currently ongoing.

Event description:
It was reported to gore, the surgeon believes a false aneurysm occurred in 2007, after implanting a gore-tex acuseal cardiovascular patch, which caused a repeat operation two weeks later and the patch was explanted. It was reported the pt is fine.